Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via medwatch mw5182566 that the patient died. The patient presented with coronary artery disease with unstable angina admitted for elective left heart catheterization. A 2.50 x 28mm synergy? Xd drug-eluting stent was advanced for treatment using a non-boston scientific (non-bsc) guide extension catheter. However, during the inflation at six atmospheres the stent delivery system balloon ruptured. The stent and balloon could not be withdrawn through an older proximal stent. The proximal portion of the balloon was retracted out of the newly under-deployed stent. Multiple attempts were made to retrieve the retained equipment using wire escalation and a microcatheter. The patient subsequently experienced cardiac arrest, after which a non-bsc heart pump and temporary pacing wire were placed. The physician made several unsuccessful snare attempts to retrieve the retained balloon fragment from the ascending aorta. The patient was then admitted to the ICU. Cardiothoracic surgery was consulted, and no surgical intervention for the retained fragment was recommended due to the patient being considered a very poor candidate. Three days later, the non-bsc heart pump was removed due to the development of anemia. The patient remained on supportive therapies and ventilator support. On the next day, the patient acutely and rapidly decompensated and died; the family had previously decided that care would not be escalated if cardiac arrest occurred.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. It was reported that during the procedure the synergy xd balloon ruptured at six atmospheres. The stent and balloon could not be withdrawn. The proximal portion of the balloon was retracted out of the newly under-deployed stent. Multiple attempts were made to retrieve the retained equipment using wire escalation and a microcatheter. The patient subsequently experienced cardiac arrest, after which a non-bsc heart pump and temporary pacing wire were placed. The physician made several unsuccessful snare attempts to retrieve the retained balloon fragment from the ascending aorta. The patient was then admitted to the ICU. Cardiothoracic surgery was consulted, and no surgical intervention for the retained fragment was recommended due to the patient being considered a very poor candidate. The patient's family had previously decided that care would not be escalated if cardiac arrest occurred. The patient later died. The exact cause of the initial balloon rupture could not be established. The retrieval difficulties, post balloon rupture, are likely due to the fact the stent did not fully expand, due the synergy balloon not reaching its nominal pressure (11 atmospheres). Also, when a rupture occurred in the balloon, the physician's ability to achieve a vacuum in order to fully deflate the balloon would have been compromised which likely resulted in excessive tensile forces being applied to the device, during withdrawal attempts, resulting in the reported shaft break. It is noted per the product's instructions for use (IFU) that the event of death is listed as a known adverse event associated with device use.

Event description:
It was reported via medwatch mw5182566 that the patient died. The patient presented with coronary artery disease with unstable angina admitted for elective left heart catheterization. A 2.50 x 28mm synergy? Xd drug-eluting stent was advanced for treatment using a non-boston scientific (non-bsc) guide extension catheter. However, during the inflation at six atmospheres the stent delivery system balloon ruptured. The stent and balloon could not be withdrawn through an older proximal stent. The proximal portion of the balloon was retracted out of the newly under-deployed stent. Multiple attempts were made to retrieve the retained equipment using wire escalation and a microcatheter. The patient subsequently experienced cardiac arrest, after which a non-bsc heart pump and temporary pacing wire were placed. The physician made several unsuccessful snare attempts to retrieve the retained balloon fragment from the ascending aorta. The patient was then admitted to the ICU. Cardiothoracic surgery was consulted, and no surgical intervention for the retained fragment was recommended due to the patient being considered a very poor candidate. Three days later, the non-bsc heart pump was removed due to the development of anemia. The patient remained on supportive therapies and ventilator support. On the next day, the patient acutely and rapidly decompensated and died; the family had previously decided that care would not be escalated if cardiac arrest occurred.